Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was not operating properly as the cutter and roller were damaged and the unit was out of calibration. The cutter and roller were replaced and the unit was recalibrated to resolve the reported issue device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this had bad working quality, the mesher jumps over. No adverse event was reported as a result of this malfunction.